Manufacturer narrative:
An evaluation and visual inspection of the returned suture hook confirmed the reported breakage and found the tip broke at the weld and the body of the hook was bent. The damaged condition of the returned suture hook is indicative of excessive lateral force is being applied during use and the most likely cause of tip breakage is user-related. This device was manufactured on 13-jan-2014. Of the lot containing (B)(4) units, there were no other complaints received. A review of the device history record showed there were no anomalies or nonconformances noted during the manufacturing process that could have caused or contributed to this reported breakage. This suture hook is a limited reuse device and the number of uses for this unit is not available. To reduce the risk of the tip breakage and patient's injury the information for use (IFU) provides the following warnings: - if the hook or needle bends during use, immediately discontinue use and discard. There is an increased risk of hook or needle breakage and unintentional patient injury may result. - avoid lateral stresses to the instruments or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. - do not use if parts are broken, cracked or worn, or device function may be compromised. There is an increased risk of hook or needle breakage and unintentional patient injury may result. Precautions: - do not exceed five (5) procedures per limited reuse suture hook. - avoid mechanical shock or over stressing the instrument which may shorten the life of the instrument

Event description:
The customer reported that during use of the 3.4mm x 130mm suture hook, 45 degrees left in a rotator cuff repair procedure on (B)(6) 2014, the tip of the hook broke off inside the surgical site. The broken tip was retrieved/removed from the surgical site with no additional problems reported. The procedure was completed with no further complications, patient injury or surgical delay. The report indicated that x-ray was not taken, as the surgeon believed there was no debris left in the surgical site. The report further indicated that the surgeon did confirm verbally that "the patient is okay and has no adverse after the surgery".